Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl and the customer was vomiting. Boluses, insulin injections and a pump supply change were used to address the bg level. The customer thought that the "coupling housing" or the cartridge may have been the cause of the occlusion alarms as the same infusion set tubing was used during the occlusions. As the event had occurred in the past, tandem technical support was unable to troubleshoot to confirm the cause of the occlusions.